Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown error message occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss under one hour. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration could not be determined. The reported event of an unknown error message is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.